Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. The inlet tube and outflow graft bend relief were not returned. The inflow conduit flex section was cut and the proximal section was not returned. Examination of the device upon disassembly revealed dark red, grainy, soft depositions in the inflow graft, inlet elbow, inlet stator, rotor, outlet stator, and outflow elbow. The depositions appeared to have been caused by a low flow condition while the device was operating. A particularly large deposition was present, fully occluding the blood flow pathway across the outlet stator. The deposition showed areas of denaturation adjacent to the outlet bearing ball and contact marks were present on the distal side of the rotor body, suggesting that the deposition was present while the device was supporting the patient. The observed depositions would have potentially contributed to the report of hemolysis and elevated lactate dehydrogenase levels. The depositions would have also created additional resistance on the spinning rotor, potentially contributing to the reported pump power elevations. No other depositions were found in the pump. A specific cause for a low flow condition and a time frame for which the depositions were present in the pump could not be conclusively determined. A correlation between the device and the reported blood infection could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis, hemolysis, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months. The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6) hospital. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was in hospital due to a blood infection. During cleaning of the driveline exit site, the patient mentioned that it ¿stung¿, and reported feeling tired recently. A CT scan revealed did not reveal any information on the infection. The patient¿s hemoglobin levels decreased, and the lactate dehydrogenase (ldh) levels increased. A CT scan performed on (B)(6) 2016 showed normal contrast in the outflow graft. An echocardiogram showed normal laminar flow going into the inflow cannula. The pump power levels and calculated pump flows were observed to be increasing. The patient was treated with IV heparin; however, on (B)(6) 2016, the pump power readings continued to increase. The patient's pulse was palpable, and the patient complained of abdominal pain on the left side. A decision was made to exchange the device. An echocardiogram showed that the aortic valve was opening with every beat and no flow was going through the device. The surgeon made a subcostal incision and a "gooey" substance was found in the pump pocket. The physician reported that "it was not pus yet but likely to turn into pus soon." Upon clamping and turning off the pump, there were no noticeable changes in the patient's hemodynamics, and the ejection fraction was estimated to be around 40%. Taking all these findings into consideration, it was reported that a decision was made to explant the device. No additional information was provided.